Manufacturer narrative:
(B)(4)

Event description:
Refer to manufacturer report # 3004209178-2010-09040. A pt was receiving good therapy following a battery/device replacement, however, the pt was unable to turn his head. The pt's wife was not sure if the lead or extension was replaced at the time of the battery/device replacement procedure. Details in regards to the why the battery replacement occurred, in addition, to the pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.